Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an approved cartridge. The product history records could not be reviewed for the cartridge, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
An administrative assistant reported that a patient had an unexpected postoperative refractive outcome after having a multifocal intraocular lens (iol) implanted. The lens was exchanged for a lens of the same model but different power. Additional information was received from the surgeon, who reported that the event resolved with treatment (lens exchange).